Event description:
As reported by the exactech knee replacement study, approximately 6 months post op the initial left tka, this (B)(6) male patient was revised due to tibial component loosening. The case report form indicates this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-012-35-5009, logic tibia ps mod insrt sz 5 9mm.

Manufacturer narrative:
Section h10: (h3) event has been determined to be a duplicate of 1038671-2011-00040 / c2011-030.